Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular oversensing leading to inappropriate anti-tachycardia therapy (atp) was observed on the right ventricular lead. Programming changes to increase tachy detection intervals were made. The lead was awaiting possible explant. The patient was stable.